Event description:
It was reported that the patient with this tactra malleable penile prothesis experienced pain in the penis. It was noted that the device was too long for patient comfort; therefore, the device was removed and replaced with a smaller one. There were no further patient complications.